Event description:
Caller reported a cartridge alarm 30, which did not have an adverse impact on the customer's blood glucose levels. The issue primarily arose during the load process, although the caller waited until prompted to remove the used cartridge as instructed. Technical support confirmed consecutive cartridge alarms and resolved the issue by replacing the pump. No additional actions or impacts were noted.